Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ lump/nodule-ndr : unable to observe since it is a medical event and is not related to the device. ¿ cyst-ndr : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported lump/nodule. Follow-up confirmed the event was not related to the device because it was due to the ¿patient¿s physiological anatomy.¿ later healthcare professional reported capsular contracture, baker grade unknown. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Continued: h.6 f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "_____" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported lump/nodule. Follow-up confirmed the event was not related to the device because it was due to the ¿patient¿s physiological anatomy.¿ later healthcare professional reported capsular contracture, baker grade unknown. This relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient representative later reported "mental anguish, significant scarring, disfigurement, tissue damage, surgery which included a total capsulectomy, removal of implants (following their implantation after a bilateral mastectomy due to breast cancer), pain, enlargement, chronic inflammation, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing." The events of ¿reactive fibrosis¿, ¿significant scarring¿, ¿disfigurement¿, ¿tissue damage¿ are considered not related to the device.